Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 8/9/2018. Device returned to manufacturer? Yes. Device evaluation: model sa40n lens was received and sent for additional analysis to identify the foreign material. Device evaluation: the areas of the intraocular lens were analyzed for elemental composition using a scanning electron microscope (sem) analysis with an energy dispersive x-ray (edx). Analysis of deposits revealed the presence of carbon (c), oxygen (o), silicon (si), sodium (na), chlorine (cl), phosphorus (p) and calcium (ca). Based on the results, it was not possible to confirm if the observed element traces were related to the manufacturing process as the lens was implanted/explanted. Manufacturing record review: a manufacturing review cannot performed as no serial number provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted; give date: not applicable; however; an explant is planned. (B)(6). Device manufacture date: unknown as product serial number was not provided. Planned explant of lens; astrocytosis. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with a model sa40n has an explant planned. Reportedly, the patient is complaining of lowe vision due to the cloudiness of the lens. A yag has been done once a year since lens implant in 2012, but the lens gets cloudy again quickly. A replacement surgery is scheduled. The patient experienced astrocytosis. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Additional information: based on new information received, the event was discovered around year 2012 and yag (yttrium-aluminum-garnet) laser has been performed once a year. The iol (intraocular lens) was explanted and replaced with a non-j&j (johnson and johnson) +26.5 diopter lens on (B)(6) 2018. The following sections have been updated accordingly: device available for evaluation: yes, device returned to manufacturer: 08/09/2018. If implanted; give date: (B)(6) 2009 - an exact date was not provided; therefore, (B)(6) 2009 was entered. If explanted; give date: (B)(6) 2018 device returned to manufacturer: yes. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.